Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device cs40g lot number u93l5l and no non-conformances were identified.

Event description:
It was reported that during endoscopic right upper lobectomy surgery, after fired, noted the staples malformed . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.